Event description:
Reporter alleged the active system which is a blood glucose device system generated a result prior to the test strip being dosed with blood or control solution. The location of the alleged incident was not provided. Customer stated the system meter generated a result of "lo" prior to the strip being dosed for testing. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.